Event description:
Patient had been in and out of the hospital [hospitalisation]. Case (B)(4) is a serious, spontaneous case received from a health professional via a regulatory authority in the united states. This report concerns a patient of unknown age and gender who had been in and out of the hospital during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, unknown dosing regimen and route of administration for product for an unknown indication from 2018 to an unknown stop date. On (B)(6) 2018, the patient had been in and out of the hospital. The patient was hospitalized on (B)(6) 2018 due to an unknown reason. Action taken with euflexxa was unknown. At the time of this report, the outcome of patient had been in and out of the hospital was unknown. Concomitant medication was not reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: unassessable, company causality: related. Other case numbers: case number, others = mw507823. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.